Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
It was reported that the unit had a black display and that the unit powers on alarming with the safety valve indicator flashing. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also saw that the unit declared a failed high pressure leak alarm during testing. The fse replaced the video graphics array (vga) printed circuit board (pcb) and the unit powered on as expected without any alarms. The unit passed extended self testing (est).

Manufacturer narrative:
G4: 20mar2020. B4: 01apr2020. The field service engineer (fse) reported that the failed high pressure leak test was addressed by replacing the oxygen regulator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.